Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump was received with blank display due to battery tube power connector not connected properly to printed circuit board. Connected power connector and continued testing. Insulin pump then passed the self-test, sleep current measurement and active current measurement. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. Customer¿s blood glucose was 250mg/dl at time of incident. Customer performed troubleshoot but display did not return after restart. The customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Customer mentioned that they are unable to troubleshoot for high blood glucose and insulin pump no longer works. The insulin pump will be returned for analysis.